Event description:
It was reported that the 9900 system presented a charger fail error during a case. System reboot did not correct the problem. However, the case was completed and there was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the cap power module assembly and adjusted the charger output. The system was tested and found to be working as intended and placed back into service.